Event description:
It was reported that this left ventricular (lv) lead had intermittent capture when the electrogram (egm) was reviewed. There was also a left ventricular automatic threshold (lvat) test that showed high capture thresholds at 5.0v. Technical services (ts) was recommending the patient be brought in for testing the lead. This lv lead remains in service. No adverse patient effects were reported.